Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide cath: 8 fr the device is expected to be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional trek balloon dilatation catheter referenced is being filed under a separate medwatch report.

Event description:
It was reported that during a procedure of the heavily calcified, 100% chronic totally occluded right coronary artery (rca) the 2.5 x 20 mm trek balloon dilatation catheter (bdc) was used to jail a guide wire in the guiding catheter. During the first inflation at 2-4 atmosphere (atm) the balloon ruptured. The trek bdc was removed and a second 2.5 x 20 mm trek bdc was used, however, again during the first inflation at 2-4 atm the balloon ruptured. There was no reported adverse patient effect. After removal a non-abbott bdc was used in the procedure without issue and 3 stents were deployed in the lesion as treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.